Event description:
Pt reported that a comparison between their surestep meter and a hcp meter was 115 mg/dl (ss) and 94 mg/dl (hcp) respectively (22% difference). No symptoms were reported. There was no allegation of harm.